Event description:
The physician intended to implant a 2.75 mm diameter x 14 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the proximal cx by direct stenting. The target lesion was reported to be fibrous and exhibiting 80% stenosis. The stent could not cross the lesion and the device was removed. Stent struts were observed to be damaged on removal. The target lesion was treated using another stent of similar diameter. The end result of the procedure was reported as successful and no clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was slightly flared. The stent was positioned on the balloon between the inner shaft markers as per specification. A number of struts on the 3rd proximal stent segment were raised and pulled proximally.

Manufacturer narrative:
Evaluation: results: (stent damage, failure to deliver the stent), (product IFU recommends pre-dilation of the target lesion), (target lesion was reported to be fibrous and exhibiting 80% stenosis). Conclusions: (target lesion was reported to be fibrous and exhibiting 80% stenosis), (product IFU recommends pre-dilation of the target lesion). (B)(4).